Manufacturer narrative:
Additional information received that the patient underwent the revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient experienced difficulty charging the ipg. The database analysis revealed no anomalies, however, there was poor charger to ipg coupling and thermistor triggering. The patient will undergo a revision procedure.

Event description:
A report was received that the patient experienced difficulty charging the ipg. The database analysis revealed no anomalies, however, there was poor charger to ipg coupling and thermistor triggering. The patient will undergo a revision procedure.